Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (264-350 mg/dl). Corrective boluses were delivered to address the bg level. The cause of the high bg was not known. The customer's bg was currently at the target level. The customer was to speak to a healthcare provider regarding the high bg levels.